Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace on the atrial channel. The epg was beyond its service life and its status is unknown. No patient complications have been reported as a result of this event.